Event description:
A caregiver (parent) reported an issue with the adc application. The caregiver reported that they were unable to see sensor reading results as the librelink application was unable to connect to librelinkup. As a result, they were unaware of the customer's glucose and the customer lost consciousness. However, there was no report of treatment and no further details were provided.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturer date for the reported reader is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Attempted to recreate the user complaint and was able to upload data to libre view from a freestyle libre reader successfully and was able to download data in csv and pdf format successfully. Did not observe that the app would close when performing scan. Could not replicate the user complaint from provided information. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported an issue with the adc application. The caregiver reported that they were unable to see sensor reading results as the librelink application was unable to connect to librelinkup. As a result, they were unaware of the customer's glucose and the customer lost consciousness. However, there was no report of treatment and no further details were provided.